Event description:
It was reported by a family member that the defibrillator activated correctly but the patient had not noticed. He was playing sports and only experienced the feeling that he stumbled. After check-up, everything was fine. The following week, the father heard noises from the bathroom, he called but the boy did not answer. He found him lying faced down over the side of the bathtub, looking very pale. He started resuscitating the boy and then the defibrillator activated. The patient was taken to the hospital where the physician found, it had taken the defibrillator 8 seconds to activate. The defibrillators parameter settings were programmed and the patient was discharged from the hospital after a couple of days. The doctor informed them that the delay in activation might happen again, because the boy is still growing, so the defibrillator will probably have to be adjusted more often. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.